Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02/06/2019. A follow-up report will be submitted once the investigation has been completed correction: the FDA registration number used in the initial report was incorrect. Reference MFR# 2032640-2019-00018.

Event description:
Customer reports air valve liftoff failure error appears (e/c 1012). No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 03jun2019, date rec¿d by MFR : 31may2019. The field service engineer (fse) evaluated the unit.the fse replaced the blower assembly and the printed circuit board assembly to address the reported issue and the issue was resolved. The unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.